Manufacturer narrative:
Pfs and medical records received. Medical records indicate the patient was revised on (B)(6) 2010 for a loose stem. The patient had an asr system previously implanted and had a new stem, femoral implant, and taper sleeve implanted during the (B)(6) 2010 revision. An unknown depuy stem is being reported for the loosening. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Pfs and medical records received. Medical recordsindicate the patient was revised on (B)(6) 2010 for a loose stem. The patienthad an asr system previously implanted and had a new stem, femoralimplant, and taper sleeve implanted during the (B)(6) 2010 revision. Anunknown depuy stem is being reported for the loosening.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)